Event description:
Anesthesia attempting to insert catheter. During insertion resistance was met and needle and catheter were removed. It was found that about 2 cm of catheter tip missing. CT confirmed retained catheter. To or next day for removal which was successful.